Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that a pocket fill occurred. It was asked how to stop the pump, then the hcp needed to find the patient to update the pump. The event date was noted to be (B)(6) 2017. No further information was available as the hcp had to go find the patient to make the programming change. No further complications were reported.